Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges dry mouth and the device is leaking. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient also alleges she was diagnosed with pulmonary hypotension, leaky valve issue. The user has discarded the device so no device will be returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-76078. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges dry mouth and the device is leaking. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The previous report did not include complete as "yes" in report information. This report is being filed to correct this information.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges dry mouth and the device is leaking. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.